Manufacturer narrative:
(B)(4). Method: the complaint rt330 inspiratory limb was received at fisher & paykel healthcare (B)(4) for evaluation. The limb was visually inspected and the resistance of the heater wire was checked with a calibrated multimeter. The complaint mr850 respiratory humidifier was received at the fisher & paykel healthcare service center in (B)(4), where it was performance tested. The customer had informed us that the temperature probe became detached from the circuit in the night (most likely due to patient's movement). The humidifier alarmed, but the alarm was cancelled multiple times by the mother without reconnecting the temperature probe. It was further reported that the breathing circuit allegedly melted. The hospital staff noted that the breathing circuit was in use for 4 days before the event occurred. Results: visual inspection revealed that the complaint inspiratory limb was melted in several locations. The melted circuit followed the coiling of the heater wire. The tubing was deformed to an oval shape in the melted area. The heater wire coils were pressed into the double wall tubing. There was no damage to the heater wire insulation, indicating that the heater wire had not produced excessive heat. The heater wire was not bunched and was uniform, with no abnormalities. The resistance test showed that the inspiratory heater wire was within specification. No fault was found with the subject mr850 respiratory humidifier during the performance check. Conclusion: we are unable to determine the cause of the observed damage on the returned rt330 infant breathing circuit. However, the deformed tube and the heater wire being pressed into the tubing indicate that some sort of weight was placed on part of the circuit. It is possible that the customer placed the tubing under the patients pillow and the patient was laying on it. All breathing circuits are pressure and leak tested prior to being released for distribution. Any circuits that fail are rejected. The hospital reported that the damage occurred after 4 days of use, which suggests that the complaint circuit became damaged after the product was released for distribution. The user instructions that accompany the rt330 include the following statements: - check all connections, caps and/or plugs are tight before use. - do not cover the circuit with material such as blankets, towels or bed linen. The user instructions that accompany the mr850 respiratory humidifier include the following statements: - ensure that both temperature probe sensors are correctly and securely fitted. Failure to do so may result in temperatures in excess of 41 °c being delivered to the patient. The mr850 humidification system is designed to heat up the water enough for gas humidification by evaporation. The amount of heating depends on the gas parameters, ambient conditions, and operating mode. Although the water is at an elevated temperature from ambient, the temperature (and hence the thermal energy) of the delivered gas to the patient is significantly lower. The mr850 humidification system has many means of protective measures; in particular there is a high temperature alarm, which is generated if the airway temperature exceeds 43 degrees celsius. The displayed temperature is an indication of the dew point of the gas, and hence the thermal energy associated. If this high temperature alarm is initiated the humidifier will immediately and automatically shut down all power to the heater wire and the heater plate. The mr850 has been sold worldwide for more than fifteen years. The mr850 complies with iso 8185:2007 'respiratory tract humidifiers for medical use - particular requirements for respiratory humidification systems'. This iso standard contains several guidelines relating to the safety and performance of respiratory humidification systems. The standard also specifies certain safety requirements to prevent the risk of thermal injury, including maximum enthalpy limits for humidified gas delivered to patients through respiratory humidification systems.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the temperature probe of an fph mr850 respiratory humidifier became detached in the night, while it was in use on a patient. The hospital staff noted that it is likely that this happened due to the patient's movement. The humidifier alarmed and the alarm was cancelled multiple times by the mother without reconnecting the temperature probe. The breathing circuit allegedly melted. There was no patient consequence reported.